Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized. The customer's blood glucose was over 300 mg/dl at the time of the incident. The customer stated that his blood glucose went up to over 400 mg/dl. The customer stated that he was wearing the insulin pump during the hospitalization. The customer stated that they disconnected the insulin pump from him. The customer stated he performed self-test and changed the infusion set and reservoir before going to the emergency room but the blood glucose did not change. The customer declined to troubleshoot but did want to perform high pressure test. The customer was advised to call back to perform high pressure test when he receive the tubing clamp. The insulin pump will not be returned for analysis.